Event description:
T1diabetic(type 1 diabetes) using the dexcom g7 sensors and I have experienced numerous problems with the accuracy of the sensors, multiple lots over various weeks. On (B)(6) 2023 specifically while using the dexcom g7, I used the sensor's readings to bolus insulin for a meal, shortly thereafter I started experiencing feelings of a significant low, despite the cgm reporting my sugars were within a normal range. In reality, my sugars were low and dropping due to the inaccurate insulin bolus I gave myself with my meal. It is extremely hot in texas and the low sugars were clouding my judgement. Luckily for me, my husband noticed something off, checked my sugars with my glucometer and realized my sugars were 38. He was able to help me correct the lows before I passed out.